Event description:
Balloon burst. The report received indicated that during a coronary procedure, the physician was using a dura star balloon catheter. During the procedure, the balloon was inflated and then the balloon burst while pressurizing at 20 atmospheres. Three inflations were conducted before encountering the problem. There were no difficulties removing the device, thus it was removed from the pt without any complications. The procedure was completed using another durastar balloon catheter of the same size. The intended procedure, included treatment of a calcified lesion in the left anterior descending (lad), was completely successfully without any injury or adverse event to the pt. Further info indicated that, it is possible that the calcium present in the vessel may have contributed to the event.

Manufacturer narrative:
The product is not available for evaluation. Additional info will be submitted within 30 days upon receipt.